Event description:
It was reported that a motor error alarm occurred during manual prime. The customer stated that the infusion set used was a model mmt-397 quick-set infusion set. Troubleshooting was performed. The insulin pump gave a motor error alarm during the fixed prime and failed the displacement test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.